Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been restored postoperatively.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the programmer. The issue was confirmed by the abbott representative. The patient reported that he has been without stimulation for approximately a year. Surgical intervention may be pending to address the issue.